Manufacturer narrative:
A sample evaluation was not performed as no product was returned. The manufacturing records could not be reviewed as no device identifying information was able to be obtained. The publication ¿coronary stenting after aortic root replacement¿ by kudrinskiy et al., published in 2025, is reviewed here. This publication presents a single-patient case report describing severe coronary artery stenosis occurring after aortic root replacement (arr). The report describes a 29-year-old male who underwent arr with an on-x (artivion) 23 mm prosthetic mechanical valve conduit using the bentall-de bono technique modified by kouchoukos. One month after surgery, the patient presented with exertional chest pain that progressed to prolonged resting angina and ventricular arrhythmia. The publication states that electrocardiography demonstrated ischemic changes suggestive of left coronary artery involvement, and multislice computed tomography angiography confirmed subtotal stenosis at the left main bifurcation. Urgent percutaneous coronary intervention (pci) with drug-eluting stent implantation from the left main to the left anterior descending artery was performed. The authors report improvement in left ventricular ejection fraction from 23% to 55%, and the patient was discharged without complications and remained event-free at 6-month follow-up. The authors discuss that this coronary complication after arr is rare but potentially life-threatening. The publication states that the etiology may be multifactorial and may include technical factors during coronary ostial reimplantation, injury related to perfusion cannula placement or cardioplegia, tissue reaction to prosthetic or suturing materials, inflammatory response to surgical adhesives such as gelatin-resorcinol-formaldehyde glue, external compression, or patient-specific factors. The publication does not identify a confirmed device malfunction, manufacturing deficiency, or definitive root cause attributable to the on-x valve itself. The clinical events reported in this publication, including coronary stenosis, myocardial ischemia, arrhythmia, reintervention, and other postoperative cardiovascular complications, are known potential adverse events associated with complex aortic root replacement procedures and postoperative management. The publication does not provide evidence establishing that the reported event was caused by a defect in the on-x prosthetic valve or its manufacture. This publication is a single case report and therefore does not provide incidence rates, comparative device-specific outcomes, or controlled analysis. Although the implanted device is identified as an on-x prosthetic mechanical valve conduit, the information presented is limited to one patient and cannot be used to establish a causal relationship between the reported coronary event and the device. This publication describes a rare coronary complication occurring after aortic root replacement in a patient implanted with an on-x prosthetic mechanical valve conduit. Based on the information provided by the authors, the reported left main coronary stenosis appears more likely related to postoperative or procedural factors associated with aortic root replacement rather than a confirmed deficiency of the implanted valve. The authors describe several possible contributing mechanisms, but no definitive root cause is established and no evidence is presented to indicate a manufacturing, design, or functional defect of the on-x device. Accordingly, the publication does not demonstrate an increased device-related risk beyond the known clinical risks associated with complex aortic root replacement and related postoperative complications. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial notification, the following publication by kudrinskiy av et al., ¿coronary stenting after aortic root replacement,¿ published in radiology case reports (2025), reports an adverse event. This publication describes a single-patient case report involving a 29-year-old male who developed severe left main coronary artery stenosis approximately one month following aortic root replacement (arr). The patient had previously undergone arr using an on-x (artivion) mechanical valved conduit (bentall¿de bono technique modified by kouchoukos). The patient presented with exertional chest pain progressing to prolonged resting angina and ventricular arrhythmia. Diagnostic evaluation demonstrated subtotal left main coronary artery stenosis. Emergency percutaneous coronary intervention (pci) with drug-eluting stent implantation was performed, resulting in recovery of left ventricular function. The patient was discharged without procedural complications and remained event-free at six-month follow-up. According to the authors, the coronary complication represents a rare but recognized postoperative risk following aortic root replacement and may be related to technical factors associated with coronary reimplantation, perfusion cannula placement, inflammatory tissue response, or use of surgical adhesives. The authors do not identify device malfunction, product failure, or labeling concerns related to the on-x valve.